Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as bleeding and oozing under the entire patch. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch and prescribed a burn cream for the wound. The outcome of the wound is unknown.